Event description:
The customer reported that the 840 ventilator stopped cycling. As per customer pt involvement is unk. The customer reported to have replaced the breath delivery unit cpu pcb. Covidien customer support engineer uploaded the operational software only. The ventilator passed all testing.